Event description:
Patient was brought to CT for cholecystostomy drain placement. 19 gauge single wall 7.0 cm 2/4 inch merit medical needle broke apart from hub. After two attempts to retrieve needle under CT scan the patient was moved to fluoro suite for continuation of procedure under fluoroscopy. 19 gauge needle retrieval performed under fluoroscopy with second interventionalist to assist. Needle in two pieces: completely recovered from the patient, as per proceduralist. Visualized under fluoroscopy, images taken. Patient in no acute distress. Vitals stable.